Event description:
On 9/19/2024, an ilet user's husband reported the user experienced a low blood glucose event requiring assistance to treat. The event occurred on 9/19/2024. The husband recounted an incident where the user's dexcom g7 continuous glucose monitor (cgm) sensor inaccurately read 118 mg/dl while the actual blood glucose was 60 mg/dl, and later 50 mg/dl while the actual level was 30 mg/dl. The patient became unresponsive for 1.5 hours, prompting the husband to call ems. While awaiting ems, the husband administered peanut butter toast and coke, which helped the patient regain consciousness. Ems arrived, but no further medical intervention was required as the patient had recovered. The patient returned to using the ilet system after the event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a period of cgm glucose variability that included sudden sharp increases in glucose that triggered correction insulin dosing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by inaccurate dexcom g7 cgm readings that lead to insulin dosing that was not needed.